Event description:
Information received by medtronic indicated that the low battery alarm or short battery life. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that the insulin pump had low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The customer will discontinue using the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w 5.2a retainer ring = black case type = ngp on (B)(6) 2022 the customer alleged for failed battery test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with cracked keypad overlay, pillowing keypad overlay, corroded battery tube identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph shows separation between the loaded vlith and unloaded vlith of more than 100mv. In further full review in the pump history found: low battery alarms (104) on (B)(6)2022 at 01:14:00.000. Replace battery alert (73) on (B)(6) 2022 at 13:00:00.000 replace battery now alarm (11) on (B)(6) 2022 at 13:31:00.000 power loss alarm (6) on (B)(6) 2022 at 14:06:58.000 failed batt/battery failed alarm (58) on (B)(6) 2022 between 13:36:55.000 and 14:04:52.000 pump passed self test, active current measurement, and displacement test. Pump failed sleep current measurement test. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. ¿ failed sleep current measurement test and charge/battery lasts less than expected due to corroded battery tube. Exposure to moisture confirmed on force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.